Event description:
Customer reported having multiple hypoglycemic episodes and stated that the paramedics were contacted. Customer stated that the drive support cap was noted to be protruded. Customer stated that he passed out after lunch and he was only getting his basal rates. Customer did not bolus for lunch. Customer's blood glucose readings were 55 mg/dl and treated with candy and fruit, however it did not help. Customer was not admitted. Customer's most recent blood glucose reading was 154 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.